Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the socket wrench had failed in calibration. There was no patient involvement. This complaint involves 1 device. This report is for (1) socket wrench for veptr nut. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Service & repair evaluation: it was reported that the device failed in calibration. The drawing specification is 5.0-6.4 nm. The torque failed high ¿ 7.957nm. The repair technician reported the item failed calibration testing. The item was sent to the vendor for re-calibration on 11-jun-2020. The vendor repaired the item per the vendor work instructions. The item passed synthes final inspection on 11-jun-2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 31. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part number:03.641.004; synthes lot number: h852117-15; supplier lot number: n/a; release to warehouse date: 23jan2020; expiration date: n/a; supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H11 corrected data: d10; h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.